Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the ipg was tipping in an angle because of the way the patient's hip was shaped. The patient had difficulty charging because of the tipping. The patient underwent a pocket revision wherein the physician put the ipg in a different plane and top flat. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a pocket revision.